Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. This report represents patient #1 referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no lead ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿subcutaneous array with active can implantable cardioverter defibrillator configuration: a follow-up study.¿ congenit heart dis. 2007;2:125¿129. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's subcutaneous lead. The article indicated that there was t-wave oversensing noted. Reprogramming was completed and there were no further oversensing episodes noted. The lead remains in use. No patient complications have been reported as a result of this event.